Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered three bursts of anti-tachycardia pacing (atp) and eight shocks as inappropriate therapy for a suspected atrial fibrillation (af) with rapid ventricular response (rvr), resulting in exhaustion of available therapy. Technical services (ts) discussed the device programmed settings and review the stored episodes with the caller. Ts advised on how the device could be reprogrammed to hopefully prevent this from reoccurring in the future and the device was reprogrammed. The device remains in service. No additional adverse patient effects were reported.